Event description:
It was reported that a death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned. The first 24mm watchman laa closure device & delivery system (wds) was deployed with two partial recaptures and then a full recapture. The first two recaptures were to position the device more proximal as the laa was not sealed. The final and full recapture was needed as it was too proximal. When the was attempted to be torqued into the correct position, it kinked. The pigtail catheter was removed and an .035 inch guidewire was inserted and the was removed successfully without injury to the patient. A new was used to continue the case. A 27mm device was then attempted but it did not fit and "popped" out and was fully recaptured. The third device attempted was a 21mm device but that was also deployed too proximal and was not sealed or anchored. A 24mm device was successfully implanted and met the release criteria. There were no complications and the patient recovered from the anesthetic without any issues or concerns. There were no blood pressure or heart electrical changes noted. At approximately 10:00 pm on the same day as the procedure, the patient was sitting in bed and was responsive and talking. The patient suddenly became unresponsive and died. No additional detail is known at this time.